Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there is damage around the insulin cartridge area of the pump. The customer declined additional assistance from tandem technical support regarding this issue. There was no reported adverse effect to the customer's blood glucose level.